Event description:
New information received indicates that the pacemaker exhibited set screw anomaly.

Manufacturer narrative:
The reported event of high lead impedance and no capture on the rv-channel was not confirmed. Analysis revealed the device showed a normal rv output (capture), which was observed on the oscilloscope in both bipolar and unipolar modes. The rv setscrew was found to be normal, with no signs of stripping or damage, and it could be tightened normally. Proper tightening was confirmed by the wrench click. Further analysis confirmed the device was electrically normal. Lead impedances were within normal ranges during lab testing, and the device paced normally throughout all electrical and environmental testing. In addition, the device image shows no lead impedance measurement interrogations were made for rv channel on the (B)(6) 2026 implant date. Overall, the device was found to be functioning normally. The issues observed during the implant procedure were most likely attributable to user-related factors rather than a device-related malfunction.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited high pacing impedance and failure to capture. The pacemaker was not used and replaced during the procedure. There were no patient consequences.